Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported rupture. Device remains implanted. This record relates to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., .d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported rupture. Device status unknown. This record relates to unknown side.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted.. This record relates to unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10 visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.